Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump wake button would not turn the pump on after it was pressed. More pressure was applied to the button and touchscreen turned on. Customer's blood glucose was 169 mg/dl.